Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female who underwent breast reconstruction revision with a 550cc mentor memorygel breast implant experienced bilateral device lateralization post procedure. This required revision surgery on (B)(6) 2020. On the right side delayed wound healing with inflammation was caused by a noninfectious biofilm. Subsequently, the patient developed baker grade IV capsular contracture on the right. As a result, replacement with a 550cc mentor gel implant was performed on the right side only on (B)(6) 2021. The right sided capsular contracture was reported under 1645337-2021-09544 on (B)(6) 2021. On july 1, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7473884 number on (B)(6) 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).